Manufacturer narrative:
B3 - date of event - no date was reported for the revision surgery but it might be early march 2026. D6a - date implanted - the original surgery date and patient ID were unknown but a lot number was reported. Through a process of elimination, there are two possibilities. One is 14 years ago in 2012 and the other is 15 years ago in 2011. D6b - date explanted - see b3, date of event.

Event description:
A report was received that on an unknown date, a patient's total hip had been revised. The acetabular liner was reported as worn with bone lysis behind the shell. The original surgery date and patient ID were not reported, but by process of elimination there appear to be 2 possibilities. One is 14 years ago and the other is 15 years ago.